Event description:
It was reported the physician abandoned the implant procedure due to pt reaction to anesthesia. An ipg and two leads were opened for the procedure but nothing was implanted or used.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.